Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 8 psi occlusion test, recording a pressure of 31.8psi which is outside the acceptable range of 0 to 16 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 8psi calibration value from 359 to 389. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 8 psi occlusion test, recording a pressure of 31.8psi which is outside the acceptable range of 0 to 16 psi. No patient involvement was reported.